Event description:
It was reported that patient was revised on a right hip due to greater trochanter fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as devices were not returned for evaluation medical records received and evaluation: a review of the medical records provided for the related events concluded: in this narcotic dependent, chronic pain patient there is no evidence that his recurrent dislocating right total hip arthroplasty or any problems with his right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials. Further review of the subsequent events by a clinical consultant concluded: no examination of the explanted components and no additional operative reports are available. X-rays or documented follow-up are also not available. No additional conclusions can be made to those of my earlier report. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a right hip due to greater trochanter fracture.